Event description:
One pt with discrepant estradiol results. Initial result reported, no adverse event reported in association with the incorrect result. Initial extradiol 1952 pg/ml, repeated 27.43 pg/ml. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed.